Event description:
It was reported the patient experienced a lack of effect about a month ago. Impedance reading were greater than 4000 ohms on all or some bipolar pairs. Reprogramming was attempted resulting in stimulation in the tailbone, rib area, or no stimulation sensation. The patient was to undergo x-rays to confirm a lead migration. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.